Event description:
Possible noise in atrial channel post shock ruling out interference from 6 total leads in/passing through atrium with at least one shock coil in atrium (patient currently has 2 capped atrial leads and 2 capped shock rv leads in addition to an active atrial lead and an active rv shock lead.) Noise is not reproduceable and other values appear within normal range per representative. Noise is only noticed after maximum energy shock is delivered.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.